Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leads pulled back and were not functioning. The left ventricular (lv) lead was causing diaphragmatic stimulation and was explanted and replaced. The right atrial (ra) lead appeared to be pulled tight and was repositioned and remains in use. The right ventricular (rv) lead had dislodged and was in the atrium. The helix was reportedly sticking and the lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood and body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.